Event description:
It was reported that this right ventricular (rv) lead was placed in the bundle of this. One month ago, after the initial implant procedure, this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned intact to boston scientific's post market quality assurance laboratory, having been severed during the explant procedure. The visual examination also noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was placed in the bundle of this. It was suspected that this rv lead had tissue stuck and was not connected appropriately. One month ago, after the initial implant procedure, a revision procedure was performed. This rv lead was explanted and replaced. No additional adverse patient effects were reported.